Event description:
It was reported the cine mode was not functioning which likely resulted in degraded image quality. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated the cine drive cables and formatted the cine drive. The system operates as intended.